Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 95% stenosed lesion being treated was located in the non-calcified, mildly tortuous mid third of the left anterior descending (lad) artery. The lesion was predilated with an unknown balloon. The physician encountered difficulty when advancing the 3.00x24mm liberte bare metal stent through the proximal portion of the guide catheter. The physician noticed that the liberte stent was no longer on the stent delivery system (sds) balloon when he reached the lesion site. The physician inflated the sds balloon and the guide wire was removed. Then the guide catheter and the sds were removed as a whole. The stent was found dislodged, un-mounted, and trapped in the guide catheter, on the delivery system shaft. The procedure was successfully completed with a 3.50x20mm liberte stent. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.